Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 607 mg/dl. The customer was treated with bolus on pump and call healthcare provider. The healthcare provider request customer to get blood work done and after blood work was advised to go to the doctor. Customer was set up with IV to bring the blood glucose down. Customer was offered to troubleshoot the pump but he declined.